Event description:
Report received from the USA regarding an attachment device in which, during routine inspection, it was observed that the device was "heating up". The device was not used in surgery. There were no delays in surgery. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).